Event description:
It was reported that there was a left total hip revision due to pain and loose cup.

Manufacturer narrative:
Corrected 510(k)#. The patient is (B)(6) in height. An event regarding shell loosening involving a tritanium cluster hole shell was reported. The event was not confirmed. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
It was reported that there was a left total hip revision due to pain and loose cup.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).